Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of an unspecified quantity of minicap transfer sets did not close. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Review of the photograph showed the twist clamp in the open position. However, without the actual sample to evaluate, the sample analysis was unable to confirm nor refute the report of clamps do not close / remain open. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.